Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the right atrial (ra) channel, which was being marked as an atrial tachy response event. A slight reduction in pacing impedance measurements and amplitude morphology measurements were also noted on the ra channel, however no values were out of range. Testing was unable to reproduce any noise, and the crt-d was reprogrammed and remains in service. No adverse patient effects were reported.